Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose. The pump was replaced, and the customer reverted to a back-up insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.